Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the clip didn't come out properly, and cut the vessel. The operator used a second device, with the same problem.